Event description:
It was reported that non-defibrillator dependent patient presented in hospital after receiving 11 anti-tachycardia pacing and 12 high voltage therapies for atrial fibrillation with rapid ventricular rate. Upon interrogation, the right ventricular lead may have exhibited noise which was not reproducible. It was noted that the lead also exhibited no capture, low pacing lead impedance, and decreased r-wave. High voltage therapy was disabled on (B)(6) 2017. The physician decided to remove the implantable cardioverter defibrillator as the patient no longer need a device. Moreover, there was a suspicion of malfunction of the device due to lead noise. The device was explanted. No further information was reported.

Event description:
New information noted that the lead was capped on (B)(6) 2017. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event an output anomaly, noise, and low impedance was not confirmed in the lab. Bench testing found the device to be normal. Inappropriate therapy was confirmed by tech services from the device image. Inappropriate therapy was delivered due to noise, but the device behaved as programmed.